Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a cubie drawer in position 4 of cmcpreop failed. The facility attempted a recovery, but it was unsuccessful. This drawer contained medication that the department needed stat for procedures. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer in position 4 had failed and was unable to be recovered. The field service engineer (fse) arrived at the medstation and asked the customer to log in an attempt to recover main drawer 4; however, the customer was unable to do so because the drawer was not registered as closed. The fse powered off the pyxis unit and opened the back of the main cabinet. The fse removed drawer 4 and inspected it, finding that the inseparable magnet was missing. The fse replaced the inseparable, reassembled the drawer, and reinstalled it in the unit. After powering on the pyxis, the fse inspected all drawers. Once back in the application, the customer logged in and successfully recovered the drawer failure. The customer confirmed that the drawer was fully operational after recovery. The system functioned as intended after the field service engineer repaired the device.